Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking from the patient connector during drain 4. Treatment was cancelled. The patient's peritoneal dialysis registered nurse (pdrn) was notified. The set was discarded. During follow up, the patient reported there were no serious injuries or complications. The patient's effluent remains clear. Patient was prescribed intravenous vancomycin prophylactically.